Event description:
It was reported that four months post-op, the right atrial (ra) lead thresholds had risen and the sensing had dropped due to a dislodgement. It was noted on comparison radiographs that the lead had moved. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.